Event description:
A facility reports that an i.v. Catheter was inserted by an ambulance service. The pt was transferred to a hosp. Upon admission to the ICU the nursing staff determined that the i.v. Site was bleeding. The catheter was removed. Upon removal it was noted that approx 1/2 cm of the catheter remained attached to the hub. The physician was notified. No further intervention was performed. The catheter remnant remains within the pt.

Manufacturer narrative:
Clarification of eval codes, method 86: 100x microscopy. On 3/5/97 the facility notifed the co that a sample was available for eval. The sample was received at the mfg facility on 3/27/97. Investigations summary: the catheter hub and a portion of attached catheter tubing was returned for analysis. Examination of the sample demonstrated that the tubing had been punctured by a sharp object and that the severance was most likely caused by the application of tension.